Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 implantable cardioverter defibrillator, (B)(6) 2013; 694965 implantable tachy lead, (B)(6) 2006; 407652 im plantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular (lv) pacing lead had been exhibiting lower than normal impedance levels with a recent low spike. The lead remains in use. No patient complications have been reported as a result of this event.